Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood and low blood glucose readings. The customer stated that he had to correct his blood glucose level due to the insulin not delivering properly. The customer stated that the wizard was giving him incorrect amounts of insulin. The customer's blood glucose level was 300 mg/dl and it was lowered to 40 mg/dl. The customer is unable to troubleshoot at the time of call. The customer was advised to call back to troubleshoot.